Event description:
It was reported that during a device interrogation, that the implantable pulse generator (ipg) could not be reprogrammed and the reason was unknown. It was noted that a ¿position programming head¿ was observed on the programmer. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. A no-telemetry condition was confirmed. However, the failure cleared after the device had a partial reset when it was disconnected from the battery. Several attempts made to re-induce the loss of telemetry communication failure were unsuccessful. The analysis was stopped at this point with the telemetry failure condition cleared and the device functioning nominally. No hybrid anomalies were observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.